Event description:
The patient reported that the ok keypad button became less responsive a month ago. In addition, the patient stated that the ok keypad button was intermittently unresponsive and that it was getting harder to press in order to elicit a response. The patient also indicated that he wears the pump attached to a belt and that he does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.